Manufacturer narrative:
(B)(4). As the device was not returned, a complete sample analysis could not be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported alarm could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error alarm occurred on the homechoice device during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.